Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken, the top case corners were chipped, and the battery door was cracked. Functional power up, occlusion test and audio test were performed. Error code for primary audible alarm background test was found in the device event history log. Results: the customer reported problem was not duplicated as no primary audible alarm could be duplicated during the investigation. Root cause for the reported event or who caused the reported event is unknown and could not be determined. There was no damage found to the speaker. Actions taken include replacement of the speaker as a preventative measure, performed power up process, preventive maintenance, audio test and all functional tests which passed. A CAPA was created for the primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000